Event description:
Additional information received identified the patient had her scs system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient is experiencing spasms even with her scs system off. A sjm representative met with the patient, the patient expressed a strong dislike for her scs system because it was causing a gag reflex to occur. The device has been off for approximately four months. The patient has been scheduled for explant of her scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.